Event description:
It was reported that during the implant procedure there was difficulty with the 4194 leads. With the first lead ((B) (4)) there was difficulty advancing guidewires and required 'great force', both in and out of the body. The second lead attempted ((B) (4)) was unstable in the vessel. There was also reported difficulty getting either wire to exit the lead distally, with both leads. Neither lead was implanted and another lead was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed. (B) (4) no anomalies were found. The full lead was returned and analyzed.